Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 3 sensor. Customer reported receiving inaccurate results and subsequently experiencing "life-threatening hypoglycemia" and being admitted to the intensive care unit (ICU). Customer later visited a clinic where it was determined the sensor scan results were "immensely different" from blood glucose results and customer's basal insulin rate was adjusted. No further details were provided. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the freestyle libre 3 sensor. Customer reported receiving inaccurate results and subsequently experiencing "life-threatening hypoglycemia" and being admitted to the intensive care unit (ICU). Customer later visited a clinic where it was determined the sensor scan results were "immensely different" from blood glucose results and customer's basal insulin rate was adjusted. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies and clinical studies were performed during product development and on market performance continues to be monitored via stability, clinical trials as a part of on market performance monitoring process. Trip trend is not established. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.